Event description:
It was reported that the customer experienced a high blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. The customer resolved the event by changing the infusion set and cartridge. Technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged the advice.